Event description:
Lead management case to extract 3 leads due to cied system/pocket infection. The ra (mdt 5076) and rv (mdt 6947) leads were prepped with llds and extracted using a 14f glidelight and 16f glidelight without complication. The physician then attempted to retract the lobes of the lead but was unsuccessful so he prepped the lv (mdt 4195) with an lld. After prep the physician used a 12f glidelight until reaching the cs ostium. Manual dissection was used to free the lead further but was unable to progress. The physician then chose to use a 9f tightrail. The tightrail was progressed to the lead tip and the lead came free. At this point the bp slowly began to drop and an immediate sternotomy was performed revealing a tear in the posterior lateral vein of the coronary sinus. The physician believes that the lv lead was embedded in the distal aspect of the vein leading to the tear once removed. Due to this the physician did not believe that it would've been possible to avoid an adverse event in removing this lead. The patient survived the intervention.

Manufacturer narrative:
(B)(4). Placeholder.